Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had received inappropriate antitachycardia pacing therapy for a supraventricular tachycardia rhythm incorrectly detected as ventricular tachycardia. The patient was asymptomatic. The patient received another episode of inappropriate therapy two days later. Making the recommended programming changes did not prevent the patient from receiving more inappropriate therapy. The issue was caused by mismatching morphology. No further information is available.